Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that the right atrial (ra) lead exhibited undersensing. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.